Event description:
It was reported that during a drainage catheter exchange procedure, wire damage was noted. The flexima drainage catheter was located in a gastrostomy. Following shaping of the tip of the amplatz super stiff guidewire, the wire crossed successfully. However, when they tried to exchange the flexima catheter, the wire became hooked on it. The amplatz super stiff guide wire was then removed, and damage to the teflon cover was noted. It appeared that approximately 20cm of teflon coating was missing. The procedure was completed with a different wire, and no pt complications were reported. Pt status was reported as 'stable'.